Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited backup vvi mode. The device was restored and a cybersecurity upgrade was performed. The patient was in good condition and will continue with regular follow-up.